Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that heparin (2500 units) was programmed to run at 20.7ml/hr. However, infusion finished sooner than programed. As a result, patient had a critical ptt. Heparin was paused until labs returned to normal. No clinical symptoms were noted. There was patient involvement and harm.

Event description:
It was reported that heparin (2500 units) was programmed to run at 20.7ml/hr. However, infusion finished sooner than programed. As a result, patient had a critical ptt. Heparin was paused until labs returned to normal. No clinical symptoms were noted.

Manufacturer narrative:
Correction: describe event or problem. Additional information: imdrf annex c and d codes.